Event description:
It was reported that patient had an x-ray a day prior to this call on her hip and it was noted that patient had an artificial hip. The reporter stated that since the x-ray "it had been zapping her every second." The reporter stated patient wanted to turn the implantable neurostimulator (ins) off but t needed help. The patient had not changed the battery in the patient programmer (pp) since she got it. The batteries were changed to a (B)(6) but it did not fit in there correctly. They got another battery and heard the pp beep passing the self-test. The caller was walked through how to turn the ins off but stated that the only light that was on was the 9v battery. The patient was redirected to health care provider due to date of the implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: 2003-(B)(6), product type: lead. Product ID: 3031a, serial# (B)(4), implanted: 2003-(B)(6), product type: programmer, patient. (B)(4).